Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported that they were using trocars from a kit. The seals within the trocars were leaking. No other info available.